Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) replaced the sample and sipper probe, checked adjustments and the outside rinse, adjusted the gear pump pressure, and performed air purges, mechanism checks, and precision tests successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 159.8 mmol/l. The customer questioned the result which prompted them to repeat the sample. The sample was repeated on another analyzer and the result was 138.8 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.